Event description:
The manufacturer received information from the customer that preventative maintenance was required on a trilogy evo device. There was no serious patient harm or injury that occurred or was reported. The trilogy evo device was returned to the manufacturer service center for evaluation. The manufacturer's service technician found the device had failed the system leak verification test step during preventative maintenance on the device. The manufacturer's service technician evaluated and determined the muffler assembly had caused the device to fail the system leak verification test step. The manufacturer's service technician replaced the device's muffler assembly to address the issue. The manufacturer's service technician found the screw to fix the muffler assembly to the rear cover were not working properly, the manufacturer's service technician replaced the rear cover. Additional findings not related to the malfunction/issue was the manufacturer's service technician proactively replaced the air inlet foam filter and particle filter on this device. After all the parts were replaced on the device, the manufacturer's service technician performed the final and run-in tests, along with the battery and valve checks. The manufacturer's service technician determined the device was operating properly and cleaned it.